Event description:
It was reported that an occlusion alarm occurred. System check was started with tandem technical support (tts) however customer was unable to complete the check. Customer cleared the alarm and reported that the pump supplies would be changed. Customer has backup manual insulin injections if needed. Customer¿s blood glucose (bg) level was 258 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.